Manufacturer narrative:
Additional information: additional product was returned. Sensor (B)(4) was also returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was seated properly. The reported reader was returned and investigated. The reader did not power on with button depression. Contamination in the usb port was observed. The reader was sent for further investigation. Visual inspection on returned reader showed no evidence of damage or misuse. The reader was de-cased and the water indicator was found to be red. A heavy evidence of liquid contamination was observed on the pcba (printed circuit board assembly). The complaint is not confirmed to a use issue.

Event description:
Customer reported that while using her freestyle libre reader, " she plugged the reader in and noticed sparks flaring from it". The customer also reported that she is unable to use the reader anymore. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that while using her freestyle libre reader, " she plugged the reader in and noticed sparks flaring from it". The customer also reported that she is unable to use the reader anymore. There was no report of death, serious injury, or mistreatment associated with this event.